Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin delivery suspend, hyperglycemia and hypoglycemia. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia and hypoglycemia treated was unknown. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was partially performed. Customer reported that the pump was suspended due to the low blood glucose and then experienced a high blood glucose because of not getting insulin from the pump. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported having a low blood glucose level. The pump was suspended due to the low. Customer did not know how to resume the pump, so she then experienced a high blood glucose level. No treatment was mentioned for the low and high. Customer declined troubleshooting for the low and high. Pump was used within 48 hours of the low and high. Since pump was suspended, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.